Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the system controller (serial number: (B)(6) not communicating with the heartmate touch was confirmed. The system controller returned for analysis and did not communicate with the test system monitor, confirming the reported event. The power cables were replaced with test cables and communication was restored, isolating the issue to the cables. Log files were downloaded at this time, but no relevant data was captured in the log file, consistent with it being the patient¿s backup controller. The system controller passed functional testing with the replacement cables. The white power cable was tested for raised resistances, and the orange wire was found to be open loop. The outer jacket was stripped, and evidence of fluid ingress was noted and it was found that the orange wire was completely severed. The orange wire is responsible for communication with the system monitor and the heartmate touch, so this damage would cause the reported event. The root cause of the system controller not communicating with the monitor was determined to be due to power cable damage; however, the root cause of the power cable damage and the speakers being quiet was unable to be conclusively determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook, rev. D, section 10 ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, rev. D - section 2 ¿how your heart pump works¿, instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook, rev. D, section titled "emergency contact list", cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings of fluid ingress were discovered when the outer jacket and underlying layers were stripped. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during a routine visit, the backup controller would not connect to the heartmate touch. The heartmate touch app was restarted, and the issue still did not resolve. Multiple heartmate touch and bluetooth adapters were tried without success. The system controller showed "charging" when connected to 14v batteries. It was reported that the backup controller was exchanged. The cause of the inability for the controller to connect to the heartmate touch app was said to be unknown.